Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. The blood glucose reading at the time of call was 147mg/dl. Troubleshooting was declined. The nurse stated that the customer's high blood glucose is due to non compliance of her medical plan. No further info was provided.